Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Neurological deficits are a known and anticipated complication to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Fifteen days after a successful coil embolization, the patient was discharged in a stable, yet vegetative state. No further information is available.